Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing noted on the patient's implantable cardioverter defibrillator due to functional under-sensing. Programming changes were recommended. No adverse patient consequences were reported.